Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of the implant of the left ventricular lead, the thresholds were high. The threshold continued to be high the next day. The lead was removed and the port was plugged. No patient complications have been reported as a result of this event.